Event description:
The event involved an unspecified plum a+ pump where the reporter stated that since (B)(6) 2023, there were multiple events of pump shut down after 40-50 minutes of infusion (error code e437 s/w failure#13). All IV pumps in the hospital have replaced the batteries during periodic maintenance in (B)(6) 2023. Since (B)(6) 2023, healthcare provider continued reporting issues on battery shortage (error code: e437) and sent for repair. Biomedical engineers returned the pumps back to ICU medical for repairment and battery replacement. But there was concern on the quality of battery which may affect patient safety. The pump was returned to ICU medical (taiwan) for repairment since (B)(6) 2023. The customer suspected there were compatibility issues between the pump software and battery which result in the failure code. The event occurred during infusion. There was patient involvement and no patient harm.

Manufacturer narrative:
The device is not available for evaluation. However, a photograph was submitted for investigation. The investigation is pending.